Event description:
Pt undergoing ercp procedure for removal of gallstones. Pt status post cholecystectomy 7 days ago. At 20 weeks gestation. Dr. Performing procedure of stone removal, removes two large stones and attempts to remove the third and as he advances the basket the metal tip on the end of the basket breaks. Dr inserts plastic biliary stent at this time for the duct to remain patent and draining, desiring that the metal tip will drain out. Will remain active in care of pt.